Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited an error message. After rebooting the programmer, the device resumed normal function. The patient's condition post event was good.